Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. As a result of hearing to the facility, it was found that the facility connected the endoscope to the subject device without drying after reprocessing. Therefore, this phenomenon is considered to have occurred by the following order. The user facility connected the endoscope to the subject device with the video connector of the endoscope not dry. Communication error occurred due to contact failure between the endoscope and the subject device due to the influence of moisture on the contact of the video connector. This phenomenon occurred because the subject device could not receive the video signal and scope ID data from the endoscope due to the communication error. There was the possibility that this phenomenon was attributed to the inappropriate handling by the user. The instruction manual of the subject device already stated as following; make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Also, the instruction manual of the subject device stated the appropriate handling of the subject device and the counter-measures against the irregularity.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared and scope communication error b30 was displayed during a unspecified surgical procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.